Manufacturer narrative:
Root cause: with review of the available information, a software investigation was performed. The system's logfile was analyzed, and it was noted that the handpiece movement likely occurred as a result of external forces inadvertently being applied to the guide arm. It was also confirmed that the system entered a safety pause, as designed, as a result of the external forces being applied to the guide arm. While the system was in safety pause, the forces were continuously recorded, yet these forces did not result in any guide arm movement. It was also recorded that the user pressed the emergency stop while the system was on the safety pause. Root cause for the guide arm motion noted was therefore determined to be as a result of forces inadvertently applied from the patient or the surgeon.

Event description:
Source of information: fr-3917, fr-3928, case report #: (B)(4). The surgeon performed the first osteotomy robotically without any issue. He re-approached the surgical site and mentioned that the guide arm seemed to have moved in an unintended manner and impacted the patient's palate. The impact was considered minor and did not necessitate surgical intervention. The case was converted to free hand and was finished successfully. No further device issues were reported. A health hazard evaluation was conducted, and it was determined that the risk was acceptable, and no further risk mitigation is required. This issue is therefore being reported in an abundance of caution to be in full compliance with 21 part 803 MDR.